Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. Based on the information provided, a definitive cause for the difficulties could not be determined. It may be possible that the vessel was not pre-dilated enough prior to using the supera stents preventing full-expansion and causing the stent to elongate; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. The location of the delivery system was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A 4.5x80mm supera self-expanding stent (ses) and 4.5x60mm supera ses were deployed in the left leg without issues. A 5.5x60mm supera ses was deployed in the right leg without issues. A 5.5x120mm supera ses was also deployed in the right leg above the adductor canal; however, after a contrast run was performed it was visible that the stent had migrated distally about 23-30mm. The stent was measured because it looked elongated and it measured at 15.5-16cm. The patient is well, and no further intervention was needed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.